Event description:
The customer reports an observation of a depressed atellica im thyroid stimulating hormone 3-ultra (tsh3 ul) result which was discordant relative to repeat testing when using tsh3 ul lot# 439. An initial depressed result was obtained for a patient sample. This result was reported to the physician(s), who did not question the result. The same sample was repeated on the original atellica im analyzer and obtained a higher result which was considered correct. However, a corrected report was not issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
A united states (us) customer reported an observation of a depressed atellica im thyroid stimulating hormone 3-ultra (tsh3 ul) result which was discordant relative to repeat testing when using tsh3 ul lot# 439. The assay¿s instructions for use (IFU) states the following, under interpretation of results: ¿results of this assay should always be interpreted in conjunction with the patient¿s medical history, clinical presentation, and other findings.¿ siemens is evaluating the event.

Manufacturer narrative:
An initial MDR 2517506-2025-00001 was filed on 24-dec-2024. Additional information 06-jan-2025: siemens has concluded the investigation for the issue reported by a united states (us) customer regarding observation of a depressed atellica im thyroid stimulating hormone 3-ultra (tsh3 ul) result which was discordant relative to repeat testing. Siemens evaluated the information provided by the customer. The customer loaded a new thyroid stimulating hormone 3-ultra (tsh3 ul) reagent ready pack and performed a new calibration after which the quality controls (qc) and patient results recovered within acceptable ranges. Based on the available information, the cause of the depressed result could not be determined. The reported issue was resolved by routine troubleshooting. A product problem was not identified. The customer is operational, and no further action is required. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated. Corrected data 30-jan-2025: in the initial report, the foreign field was checked inadvertently under section g2: report source. However, it should have not been checked.